Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The loading unit was received fully applied. The interlock was damaged. Microscopic inspection of the knife blade displayed damage. Additionally, microscopic inspection of the loading unit noted cracks on the surface. A test single use loading unit (sulu) was loaded into the returned device for functional testing. The instrument and test sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage and cracks on the surface of the sulu conditions may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. Replication of the interlock damage may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). PMA 510(k): there is no 510(k) # available for this device as it is not sold in the united states. It is similar to the devices for procode gdw. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a gastroplasty procedure. The stapler did not shoot adequately without performing stapling in gastric issue. Another product was used to solve the problem. There was no patient harm.